Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular lead exhibited noise oversensing which led to pacing inhibition. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned measuring 57.8 cm from the connector pin with the helix retracted and clogged with blood. Examination of the lead found multiple cuts and coil offset at 7.0, 18.2, and 21.5 cm from the connector pin. Destructive analysis found an insulation abrasion at 18.5 cm from the connector pin on the inner insulation underneath one of the coil¿s offset regions. The cause of the reported event was isolated to the insulation abrasion found on the inner insulation beneath an offset region of the outer coil.